Event description:
My wife had a delta 1000 in home hospital bed its semi electric the motors one for the feet and from of the bed a big piece of the housing broke off causing the upper body to go from a 45% position to laying flat so fast it was almost like she fell on the floor she was taken by ambulance to (B)(6) hospital for xrays to make sure nothing in her back was broken we were told by wrights and filippis service person that this happens quite often with this model bed I have broken part off you want to see it. Wife is on a air mattress it may be what saved her from a serious injury that did not replace bed just the motor unit so she is at risk of falling again.